Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump received replace battery now alert. The customer's blood glucose level was 96 mg/dl. The customer was assisted in troubleshooting. The customer did not receive low battery alert before replace battery now alert. The customer also stated that this was the second occurrence of the alert. They also reported that the battery was not previously used. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss noted. (B)(4).